Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4) product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the patient programmer had poor communication and the recharger was not able to communicate with the implant. The patient had no stimulation, the last time stimulation was felt was (B)(6) 2015 and the last successful charge session was (B)(6) 2015. The reason for not charging was that the recharger was not recharging. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.